Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, low, out of range, low voltage lead impedance was observed. The lead was not used, and a new lead was implanted. The patient was recovering post-procedure.